Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo 13.7, -10.00 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and was exchanged for a shorter lens with similar diopter size on (B)(6) 2016. This resolved the problem. Post-op visit on (B)(6) 2016; ucva was 20/20. See MFR #2023826-2016-00628 for right eye.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. Foreign material (unable to specify) was found on the lens surface. (B)(4). Conclusion code: as per dfu for this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. This patient was (B)(6) years old at the time of implantation. (B)(4).